Manufacturer narrative:
Per the tandem user guide: your sensor gives you sensor glu­cose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer was unable to provide bg or cgm values but believe it to be "100 points off". No additional patient or event information was available. Reportedly, the customer wore the sensor beyond 7 days.